Event description:
It was reported that a tracheobronchial stent allegedly partially deployed. The device was successfully removed without further issues. The procedure was successfully completed using another tracheobronchial stent. The procedure included treatment of a fistula in the left forearm. The device was advanced without a sheath over an 0.035" guidewire. The patient's vasculature was reported not to be tortuous. There was no patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The event is under investigation.